Event description:
It was reported that during an unknown procedure the ultracision clamp did not work very quickly after the start of the procedure. It was initially written "pressure on the blade". After cleaning the clamp, disconnect, retighten the assembly, retest it still did not work. Then a message was displayed indicating to replace the clamp. We did the tests one last time but it didn't work. We changed the clamp and it worked again. Waste of time in surgery, more difficulty in dissection and hemostasis.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. D4 batch #: y7027k. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? The event caused a loss of time in surgery, more difficulty with dissection and hemostasis. No further information. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and displaying an alert screen is blade damage. Due to the condition of the returned device, we were unable to test for the reported tissue effect issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch y7027k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.